Event description:
Same case as: 2134265-2015-00798. It was reported that a rotaburr fractured, a rotawire fractured and the patient died. The target lesion was located in the very tortuous proximal to mid circumflex (lcx) artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ had been advanced into the patient. The rota wire fractured in the vessel just proximal to the burr. The burr and remaining wire were unable to be retrieved and were left in the patient. The patient was not considered a surgical candidate. The patient was stable following the procedure; however, the patient died the following day.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).